Manufacturer narrative:
This report is filed june 9, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown whether or not explantation is planned, as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed september 15, 2016.

Manufacturer narrative:
This report is submitted january 16, 2017.